Manufacturer narrative:
Based on the description of the event and medical information available, the clinical assessment confirmed the presence of a type ia endoleak and compressed second sealing ring. The root cause for the compressed sealing ring is most likely the calcium present at the proximal aortic neck. Additionally, a type ii endoleak from the lumbar and inferior mesenteric artery was identified. Type ii endoleaks are not device related, rather anatomy related. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office / name: updated, h6: result code ¿ remove 3233, h6: conclusion code ¿ remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately three (3) months post initial procedure, the patient presented with a type ia endoleak with a compressed second sealing ring (stenosis) due to large amount of calcium. However, the exact date of event is unknown. The patient is reportedly in stable condition and the physician plans to re-intervene. As of date, there have been no additional patient sequelae reported.